Event description:
The clinic reported during a cataract extraction procedure, the vitrectomy surgical mode failed to cut on the phacoemulsification system. There was no pt injury reported.

Manufacturer narrative:
Amo initiated a field correction event after becoming aware of a trend in complaints associated with amo vitrectomy cutter used in conjunction with the amo whitestar signature phacoemulsification system. Amo issued the field correction on april 2, 2008 to change the priming instructions for the vitrectomy cutter and to modify pressure settings on the signature whitestar unit. The report of correction was submitted to the FDA on april 16, 2008 (reference recall number z-1702-2008). Subsequently, amo reviewed reports in which the vitrectomy mode failed to start in conjunction with whitestar signature units affected by this field correction, and determined that these events meet the requirements for medical device reporting as malfunctions. Therefore, we are reporting this event. The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician modified pressure settings on the machine. The equipment meets all specifications and is continuing to be used by the clinic.